Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06698. (B)(4) clinical study. It was reported that death occurred. In (B)(6) 2013, the patient was presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the right posterior descending artery (r-pda) with 95 % stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %. The target lesion #2 was a de novo long lesion located in the mid right coronary artery (rca) extending to distal rca with 80 % stenosis and was 30 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired.

Event description:
It was further reported that in (B)(6) 2014, the patient was admitted to hospice care and expired 8-days after hospitalization for pneumonia. The site became aware of the patient's death through an on-line obituary and the cause of patient's death is unknown. Also, last contact with the patient was on (B)(6) 2014, during required 1 year follow-up.